Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 301 mg/dl as the customer just finished consuming food, and delivered a bolus which brought bg level back down.